Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one opened bulb irrigation syringe was received. Visual evaluation noted a large piece of hair (greater that 1/16th") was found inside the syringe barrel between the barrel and the bulb. This is out of specification which stated, "loose foreign matter or embedded shall not exceed an aggregate total of 0.6mm² or 1/16." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be defective/ contaminated components from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that hair was found when the package was opened. Per additional information received via email on 19jun2020 from ibc representative, foreign material was attached to the connection between valve and the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hair was found when the package was opened. Per additional information received via email on 19 jun 2020 from ibc representative, foreign material was attached to the connection between valve and the syringe.